Event description:
It was reported that there was a watch dog failure. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual and functional testing were performed. Visual inspection showed that the device was in excellent condition. During the power up process, unable to duplicate the failure at power up. The root cause of the issue could not be determined. Replaced main board for preventive. Performed power up process which passed.